Manufacturer narrative:
On the day of (B)(6) 2013, dr. (B)(6) called in stating that patient (B)(6) has had an adverse reaction in connection to wearing the clear correct appliance. The doctor stated that the patient experienced a bit of irritation on the initial aligner delivered on (B)(6) 2013, but still proceeded to phase one (step a) once it arrived on (B)(6) 2013. Once placing step a in the mouth, the patient began experiencing "red and inflamed gums, cheeks, tongue and sore throat." Once the symptoms increased from step 0 to phase one, step a, the doctor decided to temporarily discontinue treatment. Once the symptoms subsided, they called in convinced that the aligners were directly causing the patients irritations. The doctor asked if the clearcorrect had any other type of plastic that can be used for the patient's aligners, to which the rep responded with no. The service rep informed the doctor that the matter will be brought to the clearcorrect lab tech (B)(6) for any further info regarding preventative measures for the patient's symptoms. (B)(6) then recommended the aligners be soaked in water for an hour or two to remove any residual particulates the aligners may have come in contact with (cleaning agents, latex from in-office handling, etc.). He recommended the doctor to used room temperature water for best results. Also let the doctor know of a few different brands of plastic that can be purchased instead of using the clearcorrect proprietary plastic in case it is determined that the plastic itself is causing the problem. At this time, clearcorrect recommended that the device(s) be returned so a proper investigation can be done to check for any non-conformities in the materials sent to the office. On (B)(6) 2013, the doctor called in again stating that they had begun to leave the aligners in water overnight before placing them in the patient's mouth and the patient has yet to experience any adverse reactions. Clearcorrect had yet received any materials from the doctor for further investigation at this point, but the doctor feels confident to continue treatment with clearcorrect aligners. In the event that items are returned at a future point, a full investigation will be done on all materials and another 3500a form will be submitted if needed.

Event description:
Patient started experiencing minor irritation in their cheeks and gums while wearing the initial orthodontic appliance. The patient moved on the next appliance in sequence and the symptoms increased. Clearcorrect's chief technical officer and lead technician recommended that the doctor try soaking the aligners in room temperature water for up to an hour before placing them in the patient's mouth to remove any particles the aligners may have come in contact with such as cleaning agents, latex from in-office handling, etc. That the patient may have a sensitivity toward. The doctor did so and the symptoms appeared to subside. The patient is now moving on with treatment with the modified technique of soaking the aligners in water before placing them in the patients mouth.